Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with a dark screen. Per reporter, the on/off button was pressed to reset, and it then alarmed to 'remove and reattach cassette.' Per reporter, the lever had been locked in place, preventing from removing the cassette. The battery door was opened and closed and it was ensured that the cassette was flush with the pump and the lever was securely closed. The pump powered on, but the alarm had persisted. Troubleshooting was repeated but was unsuccessful. Reporter states once the device powered on 'for a flash' and then turned off. The nurse had advised the patient that, since the surgery was over 24 hours ago, the catheter could be powered off and disconnected, but the patient stated their pain had not been well controlled, and the patient did not want to do this.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.